Event description:
It was reported that when using the bd pyxis¿ es server, med ID 1573 had manually dispensed by staff. User reported epic inventory does not show that item is loaded in these locations and is prompting users to dispense from pharmacy when orders are being verified. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.